Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: meter error issue. Manufacturer contacted customer with follow up phone calls to ask customer whether the symptoms persist and ensure the new product replacement resolved the initial concern; unable to make contact with the customer via telephone at call backs on (B)(6) 2016. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-4 error message. The customer stated that the e-4 error is occurring as soon as soon as the test strip is inserted. During the call on (B)(6) 2016, the customer stated that was not feeling well. The customer stated that had a very bad headache; customer believe that the blood glucose is running high. Customer advised to seek medical attention. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 01/20/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. (B)(6). Memory concerns: customer could not get reading result. Customer is testing is four times a day.